Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: per cnf, it was reported that: event; other (please specify the details in the event description column) what was the activated clotting time (act); 350 when did the defect occur? During procedure the procedure was discontinued halfway through due to cardiac tamponade. The patient subsequently underwent open heart surgery. When it was attempted to perform puncture with the rf needle, the access to the left atrium was obtained even without energization. Since this was a 2nd af, mapping was performed with the ensite grid, however, the rpv was noted to have been disconnected, with the posterior wall also indicating low voltage. Application was performed with fara starting from the rspv. Since the patient was male with ds, there seemed to be considerable body movement. After isolating the ripv and performing posterior wall procedure with fara, the blood pressure dropped, and the echo indicated cardiac tamponade. Only the rpv isolation was completed, and the procedure was discontinued. Reviewing the blood pressure waveform in the lab indicated that the blood pressure had gradually decreased since the first application. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account" in addition, the e-mail address of the physician, who was also the initial reporter, was not available. Physician's comment: patient outcome: adverse event infected: no infection name: generator used: ablation catheter used: other used: event date: 2026-5-26.